Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the downstream calibration test, there was unknown patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 2/5/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed multiple "cassette not attached properly" alarms. Additionally, it was found that the air in line detector was lifting, and the device failed downstream occlusion (dso) calibration as the device would not occlude on dso testing and exceeded upper specification limit. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.